Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no sdi signal was output due to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, no serial digital interface (sdi) output signal was detected. This report is submitted due to no sdi output signal. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.